Event description:
During an esophagogastroduodenoscopy (egd), the physician used cook endoscopy captura serrated forceps with spike. The physician reported the forceps cups tear the tissue when acquiring the tissue sample. The physician commented that the tearing resulted in "increased bleeding." The procedure was finished with these forceps and the reported "increased bleeding" at the biopsy site did not require medical attention. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects (other than the reported "increased bleeding") due to this observation. The reported "increased bleeding" did not require intervention and these forceps were used to complete the procedure.

Manufacturer narrative:
This occurred during the (B)(6) 2009 time period. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history of this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The tissue sample or biopsy to be excised can be controlled by how the user advances and handles the forceps. Prior to distribution, all captura serrated forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The reported occurrence involved an inherent risk of the procedure. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.